Manufacturer narrative:
(B)(4). Medical device: biomet microfixation ribfix blu system 12 hole pre-bent plate, catalog #: 76-2602, lot #: ni; biomet microfixation ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 8 mm, catalog #: 76-2408, lot #: ni. Therapy date: (B)(4) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00546 and 0001032347-2018-00547.

Event description:
It was reported a revision due to implant fracture was performed. The 12-hole ribfix plate was broken in half at the midpoint. Screws were still engaged into the bone. Screws were removed and both halves of the plate were explanted from the patient. The plate was sent to be cultured. The surgeon advised the patient coughed and broke the plate. The surgeon attributed the plate breaking to the coughing. After removing the ribfix plate, the surgeon implanted synthes small frag plate with 12mm and fourteen 14mm screws. He then put a thick gauge suture around the broken rib in several spots along the synthes small frag plate for additional support. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision in which these parts were removed and replaced; therefore, the complaint is considered confirmed. It was reported that though one of the plates had fractured, the screws were still engaged into the bone, indicating they had not lost purchase or backed out. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician's reports being provided. For these reasons, the most likely underlying cause cannot be determined. Potential causes include patient activity as it was reported the surgeon stated the patient's coughing contributed to the original rib fracture. The IFU for this product has the following information in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Inadequate healing. Also in the IFU is information regarding bone plates: bone plates may need to be contoured to the surface of the bone by bending the plates with a bending instrument. Care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture. Sharp angles and small bending radii must be avoided to reduce the risk of device breakage. The bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage which may include dents or deformed screw holes. These defects can lead to breakage of the implant. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00546-1 and 0001032347-2018-00547-1.